Event description:
An altitude alarm was reported on a pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided tips for preventing altitude alarms, which the customer understood and acknowledged, and the customer was able to resume insulin delivery using the original cartridge.